Event description:
Device 1 of 2. Reference MFR report #1627487-2014-08128. The pt has two model 3186 leads from the same lot. It was reported the pt is experiencing ineffective stimulation and invalid impedances which began on (B)(6) 2014. An sjm representative met with the pt and was able to successfully reprogram on (B)(6) 2014. It was also reported the pt became unable to increase the power of stimulation beginning on (B)(6) 2014 due to a possible fractured lead. An sjm representative was able to program around the pt's invalid and low impedances to gain effective bilateral coverage on (B)(6) 2014. The pt will consult with his physician to determine the next steps to address the issue.

Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.